Manufacturer narrative:
Correction to h10: the customer's allegation was confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be conclusively specified. It is likely that reprocessing steps were not properly or fully performed at the user facility due to the discovered leak in the bending section cover. The event can be detected by following the instructions for use (IFU) which state: "-inspection of the endoscopic system" olympus will continue to monitor field performance for this device.

Event description:
The customer's reported issue was found during preparation for use for a gastroscopy procedure. The procedure was completed using a different scope.

Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope had an air leak. During inspection and evaluation, clogged nozzle with a foreign material of an unknown material was found during the inspection. The device was used for an unknown diagnostic procedure. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: bending section leak, distal end light guide rod lens discoloration, charged coupled device (ccd) cover lens chipped, connecting tube scratch pocket pouch and wrinkle, low angle and knob play. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.